Manufacturer narrative:
The pn: 380699-46 master tool manipulator (mtm) was analyzed, and failure analysis investigations were unable to replicate or confirm the reported issue. A visual inspection was performed, and no problems related to the reported issue were found. Errors in the lighthouse (aperture) were verified, and the mtm was installed on an internal eft system and powered on. The system powered on with no errors or failures, so instruments were installed, and the system was driven to check for mtm floating. Floating mtm could not be confirmed, and it appears to be working as designed at this time. The system was power cycled, and driving was attempted several more times to check for abnormal mtm floating, but confirmation was not possible. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right master tool manipulator (mtm) was floating. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced master tool manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.